Event description:
It was reported that the patient's pump was alarming and the screen displayed error 1821. The batteries were removed and new ones were inserted. The pump settings were reviewed: reservoir volume 78.1 ml, rate 2.0 ml/hr as confirmed on the 5-fu label, and 13.9 ml had been administered. The pump had been started, and the screen displayed a running reservoir volume of 78.1 ml. The scheduled removal was set for sunday. The issue was not resolved, and the reservoir volume was at 54.5 ml. The event occurred while in use with a patient at patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.